Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00233 on september 26, 2023. An outside united states (ous) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the initial atellica im 1300 analyzer. The repeat results were similar to the erroneous result. The sample was repeated on an alternate method and the result was below the reference range (0.02 to 0.04 ug/l) of the method. October 23, 2023 additional information: siemens investigated. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result (>IFU 99th% 45 pg/ml) on one male serum sample with a low/normal (0.00 ug/l) result on an alternate method (0.02-0.04 ug/l reference range). The quality control (qc) was in range at the time the sample was run, and the patient sample results were reproducible: atellica im tnih initial result 108 ng/l (99th% female plasma = 34.11 ng/l; male plasma = 53.48 ng/l) (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (106, 107 ng/l). This indicates a sample/patient specific incident. The sample was also run at the main lab facility post igg immunosubtraction ¿ this result was not provided by the laboratory however they noted interference was detected. This would indicate an abnormal antibody was present which caused the unexpected elevated atellica im tnih result. The limitations section of the instructions for use (IFU) states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." No sample was available to be sent to siemens for further investigation ie for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate method troponin or other alternate methods for troponin will have similar results. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the initial atellica im 1300 analyzer. The repeat results were similar to the erroneous result. The sample was repeated on an alternate method and the result was below the reference range (0.02 to 0.04 ug/l) of the method. The calibration was acceptable, and the quality control (qc) result was in range at the time of testing. Sample collected on 2023-03-08, centrifuged 10 minutes @ 3000g and 15-25c, sample analyzed on primary tube, primary tube full. Sample appearance clear. The interpretation of results section of the instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the initial atellica im 1300 analyzer. The repeat results were similar to the erroneous result. The sample was repeated on an alternate method and the result was below the reference range (0.02 to 0.04 ug/l) of the method. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih patient results.